Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to confirm unexpected restart alarm and unable to perform any tests due to buttons unresponsive. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call indicating button error and unexpected restart on the insulin pump. The customer's blood glucose was unknown. The customer stated that a temporary basal was not programmed before the unexpected alarm. Customer stated that the pump was not doing anything but beeping. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.